Event description:
It was reported that the buttons were intermittently or not responding on the customer's insulin pump. The insulin pump reportedly was not bumped or dropped. The customer's blood glucose level was 7.2 mmol/l. The anomaly persisted despite a battery change and cleaning of the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All button functioned properly. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.